Event description:
Pump declared alarm 20 during operation, causing concern for the customer. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Although technical support assisted in loading a new cartridge, the alarm recurred, leading to the decision to replace the pump.